Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician experienced initial difficulty deflating the balloon catheter. The balloon was successfully deflated and no pt injury or complication occurred.